Event description:
Driver medical has had a voluntary recall of semi-electric and full electric beds for failure of a weld that causes the collapses of the head of the bed. The recall was sent out in q4 of 2008. Drive was to furnish the dme providers -purchasers of the beds- with a retro fit kit to repair the beds. It is now june and our company is still waiting for retro fit kits. All-med services of florida and our sister company, clinical medical services in puerto rico have purchased over 2000 beds from drive medical. All-med services has experienced two bed failures on patients. Today we have a bed that was retro fitted in 2009 fail. The same issue with the failure of weld points has occurred on the replacement parts. Drive has said that they have only had a 1% failure rate on the beds. They do not think that all of the beds need to be retro fitted if they did not fail right away. A patient in the bed could be injured if the bed collapse. Anyone near or under the bed could be injured with the failure of the weld. All-med and clinical medical services have taken the position of retro fitting all of the beds purchased. With the failure of the replacement part today we are extremely concerned for patient safety.